Event description:
It was reported that the catheter had a warped curve. There was no patient injury or medical intervention and extended procedure time reported was ten minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the catheter's distal tip was found to stay in a curved position upon relaxing the device's thumb-knob. As the complaint device was returned via improper shipping methods (deflection and curve locking mechanisms engaged), the malfunction experienced by the customer could not be confirmed as the distal tip, including the internal steering wire, were conditioned to remain deflected and stressed for the duration of its transport to stryker. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is a curve issue as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.